Manufacturer narrative:
Initial MDR 2432235-2025-00099 was filed on 31-mar-2025. Additional information (17-apr-2025): siemens evaluated the information provided and noticed that qc (quality control) testing, performed on 21-mar-2025 at 06:00 am, recovered with elevated results outside the customer's expected ranges. The operator replaced the imt (integrated multisensor technology) sensor on 21-mar-2025 at 10:12 am, and qc continued to recover outside the customer's established ranges. Siemens observed no imt calibration failures and noted the standardb (stdb) container was empty when replaced on 21-mar-2025. Imt data indicated that standarda (stda), stdb, and imt diluent were replaced on 21-mar-2025. Siemens verified that stdb is used for imt calibrations or urine testing but not for patient serum or serum qc samples, and no issues with stda air or liquid readings, indicating sufficient stda was onboard at the time of the event. Imt diluent is not used for imt calibrations but for diluting samples or qc within the imt port. Siemens concluded that the potential cause of sodium (na) results recovering above assay range on patient samples and qc is insufficient imt diluent onboard during testing. The reported behavior was resolved by routine troubleshooting, which included replacing the imt diluent and priming sufficiently. The atellica ch 930 analyzer is operating as specified, and no further evaluation is required. Siemens updated section h6 to include new codes that reflect the investigation conclusion.

Manufacturer narrative:
The customer reported that atellica ch 930 sodium (na) results were falsely elevated for three samples, and the results were not reported to the physician(s). The customer used an alternate atellica ch 930 analyzer to test the samples, confirmed the repeat results were correct, and reported them to the physician(s). A siemens cse (customer service engineer) attended the customer site and found the integrated multisensor (imt) standard b completely empty, and the module screen showed 50% inventory. The cse replaced the component with a new bottle, performed a prime calibration, ran qc (quality control), and noted that the results were back to normal. Siemens is investigating the event.

Event description:
The customer reported that atellica ch 930 sodium (na) results were falsely elevated for three samples, and the results were not reported to the physician(s). The customer used an alternate atellica ch 930 analyzer to test the samples, confirmed the repeat results were correct, and reported them to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.